Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedance of a tined lead. Some electrode poles showed impedances over 4000 ohms. It was reported that the implantable neurostimulator (ins) was at end of life in the end of 2017. The patient had a spine surgery in 2018. Hcp couldn't rule it out that there where monopolar power was used during the spine surgery. During device replacement, the impedance check showed impedance over 4000 ohms. Diagnostics performed was an impedance check with 5 volts, lead cleaning, and lead repositioning. Impedance test in 2017 showed normal impedances. Action/interventions taken showed one pole was okay so the hcp programmed the stimulation with it. The issue was not resolved. A surgical intervention occurred. No further complications were reported/anticipated.